Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension set had connection issues. The event was reported as the set detached (coming loose). It was further reported the ¿nurses were not pulling the rotating collar on the male luer adapter back before attaching¿. The nurses re-trained on proper attaching techniques. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.